Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had revision surgery of a left tka due to a limited rom. Dr. (B)(6) removed scar tissue and was able to obtain an acceptable rom the tibial insert was replaced with an identical sized implant. Dr.(B)(6). Stated there was no obvious issues with the implants or their positioning.

Manufacturer narrative:
An event regarding rom involving a scorpio nrg x3 cr tibial insert #5 10mm was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had revision surgery of a left tka due to a limited rom. Dr. (B)(6) removed scar tissue and was able to obtain an acceptable rom the tibial insert was replaced with an identical sized implant. Dr. (B)(6) stated there was no obvious issues with the implants or their positioning.